Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 3.5x12mm veriflex stent delivery system (sds) was advanced to the unspecified target lesion and when the physician performed angiogram, the stent was unable to be confirmed in the lesion. After looking for the stent it was found in the sterilization bag. It was noted that the stent dislodged from the sds when the stent protector cap was removed. The procedure was successfully completed with another of the same device with no patient complications reported. The patient's current condition is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the delivery device found that the stent had detached from the balloon and was not returned for analysis. An examination of the balloon found a clear impression of where the stent had been crimped. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 3.5x12mm veriflex stent delivery system (sds) was advanced to the unspecified target lesion and when the physician performed angiogram, the stent was unable to be confirmed in the lesion. After looking for the stent it was found in the sterilization bag. It was noted that the stent dislodged from the sds when the stent protector cap was removed. The procedure was successfully 's current condition is listed as good.